Event description:
It was reported to philips that the internal paddle unit does not work. There was no patient involved.

Manufacturer narrative:
Pr: # (B)(4). A follow up report will be submitted once the investigation is complete.